Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose during the entire duration of a flight on, with blood glucose of 40 mg/dl at the time of the incident. The customer was at 289 mg/dl at the time of the call. The customer used food to treat. The customer was using pump auto mode at the time of the event. The customer was wearing the insulin pump during the incident and believed it over delivered. Troubleshooting was completed and per the matrix, the pump was safe to use. Customer was inquiring if there was an issue with the pump model on flights. The insulin pump will not be returned for analysis.